Manufacturer narrative:
The device is available for evaluation. It has not yet been received.

Event description:
The customer reported that there was an issue with tego® connector. It was further described as when taking patient off, writer and co-staff noticed air in the red arterial bloodline. The writer took patient off and noticed tego that was attached to the blue port was broken. The tego was changed and blood returned to patient. The device was used during hemodialysis and the problem occurred on the same day. The problem was not detected prior to use and there was no blood loss. There was patient involvement, but no serious injury or medical intervention. The patient current status is returned to baseline.

Manufacturer narrative:
The used tego was received for evaluation on 9/7/2021. There was only minor seal tearing adjacent to one of the thread posts observed. No other damage or anomalies were observed. Subsequent pressure and vacuum leak testing showed the device to meet product performance expectations outlined in the product performance specification without leakage. No mating devices were returned that would have interfaced with the used tego. The complaint was unable to be replicated or confirmed during lab testing. Lot review was performed with no issues noted.